Manufacturer narrative:
B1-updated. B5-additional information: reportedly, the lens was explanted on (B)(6) 2021, due to excessive vault. The status of the eye is myopia and astimatism. The cause of the event is reported as a patient-related factor: "despite accurate wtw measurements and appropriate icl size, excessive vault was present with slit ac depth but normal iop." H6-health impact code: updated. Device code: updated. Device code 1494: off-label use (history of previous corneal or refractive surgery). Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens, -5.0/+1.0/114 (sphere/cylinder/axis) was implanted into the patient's right (od) eye. Reportedly, it will possibly be explanted. Attempts to obtain additional information have not been successful.